Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as a MDR since the patient reported symptoms or physiological conditions related to an allergic reaction.

Event description:
The provider reached out about the patient experiencing an allergic reaction to the aligners. The provider advised that the patient experienced swelling on the gums. Once patient experienced swelling, they stopped wearing the aligners, and they never scanned. The provider was unsure of the step or when the patient experienced these symptoms..